Event description:
The customer reported that the analyzer produced a potassium result of 6.0 mmol/l on a patient sample repeat analysis two days later on the same patient sample produced a 4.9mmol/l result. A field engineer visited the site and performed maintenance on the analyzer. Patient treatment was not initiated, altered or stopped due to the inital potassium report of 6.0 mmol.